Manufacturer narrative:
(B)(4). The customer reported to have replaced the flow sensor. The covidien service engineer (se) performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a exhalation flow sensor error message. The ventilator was not in use on a patient at the time the event occurred.